Manufacturer narrative:
It was decided that due to the facts that the patient did not receive additional anesthesia and the prolongation of the procedure was 15 minutes (less than 30 minutes) and no patient injury was reported, the event is not serious. This investigation is closed.

Manufacturer narrative:
Field service on site reported, the unit was working upon arrival. There was no smell of electronics burning as reported by the customer. Parts were replaced to avoid intermittent issue reported. Once the parts were replaced, the vacuum pump was tested. The unit run for 10 minutes with no issues. Foot pedals work as expected. Investigation ongoing.

Event description:
The user facility reported during patient treatment the suction stopped working on the vaser unit. The patient was under anesthesia for more that 15 minutes while they switched to a backup system. The patient sustained no injuries.